Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Additional information obtained by the patient (12/02/2020): the patient is not using nor claiming accu-chek spirit combo infusion device. There had been a misunderstanding with the insurance company. The complaint allegation is concerning medtrum a6 patch pump and the complaint has been resolved with medtrum's support according to the patient.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device leaks insulin. The location of the insulin leak was unknown. No further information was provided.